Manufacturer narrative:
(B)(4). Batch # r9413k. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a plastic bag from top view slightly open with a device inside of the bag. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that a tb5lt device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch r9413k number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40r8n, and no non-conformances were identified.

Event description:
It was reported that the packing was damaged when the received at the distributor. Not involved in any surgery. No additional information could be provided.